Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding from (B)(6) 2012 to (B)(6) 2012, menses irregular, pelvic pain, anemia and blood clot in urine. Patient has had significant anemia with hemoglobin in the range 0/7 in the past. Concurrent conditions included metrorrhagia, dysmenorrhea and pelvic discomfort. Concomitant products included iron since (B)(6) 2012 for anemia, medroxyprogesterone acetate (provera) since (B)(6) 2012 for vaginal bleeding and ethinylestradiol;norethisterone (necon 28) since (B)(6) 2012 for vaginal bleeding and contraception. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish/anxiety") and anaemia ("blood or heart disorder/condition type: anemia/bleeding: anemia"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal bleed") and abdominal pain ("abdominal pain"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (on (B)(6) 2012 hysterectomy (uterus and cervix removed) surgical removal of coils, cystoscopy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and anaemia had resolved and the depression, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: able to place left without difficulty 1-2 coils visible. Unable to place right. Difficult distension. Discrepancy noted in essure confirmation test as reported: hysterosalpingogram - on an unknown date: essure device was successfully occluded and plaintiff does not undergo essure confirmation test. Schedule: laparoscopic bilateral tubal ligation (cautery) fractional d and c hysteroscopy novasure. Endometrial ablation for this patient. Plaintiff received treatment for gen. Abnormal bleed and anemia, abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2012: endometrial biopsy: late proliferative and early secretory endometrium. Minimal hemorrhage. No evidence of atypia or malignancy. Specimen: endometrial biopsy.. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Imaging procedure - on (B)(6) 2015: result unknown. Pathology test - on (B)(6) 2012: diagnosis: uterus and cervix, uterus: leiomyoma (1.5cm) weakly proliferative endometrium. Cervix: no significant abnormality. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: menorrhagia, pelvic pain, vaginal hemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event: pain, abnormal bleeding outcome were updated to recovered. Event genital haemorrhgae updated as medically non-significant. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding from (B)(6) 2012 to (B)(6) 2012, menses irregular, pelvic pain, anemia and blood clot in urine. Patient has had significant anemia with hemoglobin in the range 0/7 in the past. Concurrent conditions included metrorrhagia, dysmenorrhea and pelvic discomfort. Concomitant products included iron since (B)(6) 2012 for anemia, medroxyprogesterone acetate (provera) since (B)(6) 2012 for vaginal bleeding and ethinylestradiol;norethisterone (necon 28) since (B)(6) 2012 for vaginal bleeding and contraception. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish/anxiety") and anaemia ("blood or heart disorder/condition type: anemia/bleeding: anemia"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal bleed") and abdominal pain ("abdominal pain"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (on (B)(6) 2012 hysterectomy full (uterus and cervix removed) surgical removal of coils, cystoscopy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and anaemia had resolved and the depression, anxiety and abdominal pain was resolving. The reporter considered abdominal pain, anaemia, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: able to place left without difficulty 1-2 coils visible. Unable to place right. Difficult distension. Discrepancy noted in essure confirmation test as reported: hysterosalpingogram - on an unknown date: essure device was successfully occluded and plaintiff does not undergo essure confirmation test. Schedule: laparoscopic bilateral tubal ligation (cautery) fractional d and c hysteroscopy novasure. Endometrial ablation for this patient. Plaintiff received treatment for gen. Abnormal bleed and anemia, abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2012: endometrial biopsy: late proliferative and early secretory endometrium. Minimal hemorrhage. No evidence of atypia or malignancy. Specimen: endometrial biopsy. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Imaging procedure - on (B)(6) 2015: result unknown. Pathology test - on (B)(6) 2012: diagnosis: uterus and cervix, uterus: leiomyoma (1.5cm) weakly proliferative endometrium. Cervix: no significant abnormality. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: menorrhagia, pelvic pain, vaginal hemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding from (B)(6) 2012 to (B)(6) 2012, menses irregular, pelvic pain, anemia and blood clot in urine. Patient has had significant anemia with hemoglobin in the range 0/7 in the past. Concurrent conditions included metrorrhagia, dysmenorrhea and pelvic discomfort. Concomitant products included iron since (B)(6) 2012 for anemia, medroxyprogesterone acetate (provera) since (B)(6) 2012 for vaginal bleeding and ethinylestradiol;norethisterone (necon 28) since (B)(6) 2012 for vaginal bleeding and contraception. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish/anxiety") and anaemia ("blood or heart disorder/condition type: anemia/bleeding: anemia"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal bleed") and abdominal pain ("abdominal pain"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (on (B)(6) 2012 hysterectomy full (uterus and cervix removed) surgical removal of coils, cystoscopy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and anaemia had resolved and the depression, anxiety and abdominal pain was resolving. The reporter considered abdominal pain, anaemia, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: able to place left without difficulty 1-2 coils visible. Unable to place right. Difficult distension. Discrepancy noted in essure confirmation test as reported: hysterosalpingogram - on an unknown date: essure device was successfully occluded and plaintiff does not undergo essure confirmation test. Schedule: laparoscopic bilateral tubal ligation (cautery) fractional d and c hysteroscopy novasure. Endometrial ablation for this patient. Plaintiff received treatment for gen. Abnormal bleed and anemia, abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2012: endometrial biopsy: late proliferative and early secretory endometrium. Minimal hemorrhage. No evidence of atypia or malignancy. Specimen: endometrial biopsy.. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Imaging procedure - on (B)(6) 2015: result unknown. Pathology test - on (B)(6) 2012: diagnosis: uterus and cervix, uterus: leiomyoma (1.5cm) weakly proliferative endometrium. Cervix: no significant abnormality.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: menorrhagia, pelvic pain, vaginal hemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2020: pfs received. Updated outcome of events depression, anxiety, abdominal pain from unknown to recovering / resolving. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('gen. Abnormal bleed') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding from (B)(6) 2012 and menses irregular. Patient has had significant anemia with hemoglobin in the range 0/7 in the past. Concurrent conditions included metrorrhagia, dysmenorrhea and pelvic discomfort. Concomitant products included iron since (B)(6) 2012 for anemia, medroxyprogesterone acetate (provera) since (B)(6) 2012 for vaginal bleeding and ethinylestradiol;norethisterone (necon 28) since (B)(6) 2012 for vaginal bleeding and contraception. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish/anxiety") and anaemia ("blood or heart disorder/condition type: anemia/bleeding: anemia"). In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (on (B)(6) 2012 hysterectomy (uterus and cervix removed) surgical removal of coils, cystoscopy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain was resolving, the genital haemorrhage and anaemia had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: able to place left without difficulty 1-2 coils visible. Unable to place right. Difficult distension. Discrepancy noted in essure confirmation test as reported: hysterosalpingogram - on an unknown date: essure device was successfully occluded and plaintiff does not undergo essure confirmation test. Schedule: laparoscopic bilateral tubal ligation (cautery) fractional d and c hysteroscopy novasure. Endometrial ablation for this patient. Plaintiff received treatment for gen. Abnormal bleed and anemia. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2012: endometrial biopsy: late proliferative and early secretory endometrium. Minimal hemorrhage. No evidence of atypia or malignancy. Specimen: endometrial biopsy.. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Pathology test - on (B)(6) 2012: diagnosis: uterus and cervix, uterus: leiomyoma (1.5cm) weakly proliferative endometrium. Cervix: no significant abnormality.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: menorrhagia, pelvic pain, vaginal hemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Events per pfs: abdominal pain, gen. Abnormal bleed were added, outcome of genital bleeding and anemia were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding from (B)(6) 2012 to (B)(6) 2012 and menses irregular. Patient has had significant anemia with hemoglobin in the range 0/7 in the past. Concurrent conditions included metrorrhagia, dysmenorrhea and pelvic discomfort. Concomitant products included iron since (B)(6) 2012 for anemia, medroxyprogesterone acetate (provera) since (B)(6) 2012 for vaginal bleeding and ethinylestradiol; norethisterone (necon 28) since (B)(6) 2012 for vaginal bleeding and contraception. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish/anxiety") and anaemia ("blood or heart disorder/condition type: anemia"). In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (on (B)(6) 2012 hysterectomy (uterus and cervix removed) surgical removal of coils, cystoscopy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression, anxiety and anaemia outcome was unknown. The reporter considered anaemia, anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: able to place left without difficulty 1-2 coils visible. Unable to place right. Difficult distension. Discrepancy noted in essure confirmation test as reported: hysterosalpingogram - on an unknown date: essure device was successfully occluded and plaintiff does not undergo essure confirmation test. Schedule: laparoscopic bilateral tubal ligation (cautery) fractional d and c hysteroscopy novasure. Endometrial ablation for this patient. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2012: endometrial biopsy: late proliferative and early secretory endometrium. Minimal hemorrhage. No evidence of atypia or malignancy. Specimen: endometrial biopsy.. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Pathology test - on (B)(6) 2012: diagnosis: uterus and cervix, uterus: leiomyoma (1.5cm) weakly proliferative endometrium. Cervix: no significant abnormality. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: menorrhagia, pelvic pain, vaginal hemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-aug-2019: pfs and mr received. Case became incident. Events: abnormal bleeding (vaginal, menorrhagia), depression, mental anguish, blood or heart disorder/condition type: anemia were added. Event outcome was updated for the event pelvic pain. Lab data was added. Concomitant and treatment drugs, concomitant and historical conditions were added. Reporter's information, patient demographics were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.